Event description:
It was reported by service report that the cot would not collapse to load due to a worn latch lever and j-slot bushing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Latch lever.